Event description:
A report received from the USA stating that the device is experiencing a damaged bearings issue. It is unknown if the device was being used during surgery. It is unknown if pt or user injury was reported. The date of the event is unk. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).